Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states they were stuck in rewind complete fill tubing. The customer states insulin comes out but will not go past that. The customer's blood glucose level was 228mg/dl. The customer's blood glucose level had been as high as 534mg/dl. The customer states they treated with pump. The customer states they received compromised force sensor system alarm. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.